Event description:
The customer stated ''the pens are a bad contact knife, threatening to burn the client and has given some other problem, and even do not work.''

Manufacturer narrative:
The original complaint was filed on (B)(4) 2011. However, conmed electrosurgery was not aware that the products had self-activated until (B)(4) 2011. When the original complaint was filed with conmed electrosurgery, the nature of the complaint was not completely understood due to the language difference between (B)(4) and (B)(4). Once conmed received the samples, it was confirmed that two out of the seven products self-activated which could cause a potentially dangerous situation for the patient and/or user. Although an injury did not occur, conmed electrosurgery is filing a medical device report to stay consistent and conservative.